Manufacturer narrative:
The pump passed self test and displacement test. No unexpected pump error 63 alarms noted during testing however, hardware low level failures. Is confirmed in the downloaded history file due to broken pin 6 (sda) trace at u1 on the keypad assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures error alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. Customer reported self test passed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.